Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was feeling lightheaded and had pressure in his chest. The cgm was reading 40 mg/dl and the bg reading was 508 mg/dl. The patient¿s son took the patient to the hospital where the hyperglycemia was treated with insulin shot and potassium pills (no information about the exact dosage). After 2 days of hospitalization the patient recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.